Event description:
It was reported that the left ventricular (lv) lead experienced a dislodgement. The lead had no capture and a chest x-ray revealed that the lead was not in the coronary sinus. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2008. 7120 competitive implantable tachy lead: implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.